Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported the patient was having low blood pressure issues. Found that his allergy medication and mucinex that he was taking could lower blood pressure so patient has stopped using them. Earlier this morning pump alarmed -no disposable, clamp tubing- so he changed the cassette and the pump. No lot numbers provided. Not sure if issue was cassette or pump as cassette was not tried on the other pump. No patient injury was reported.